Event description:
Customer called to complain that the charge-pak icon had displayed only two months after being installed. According to the report, the device is also now displaying the attention and the service wrench icons and there are no voice prompts when the device is powered up.

Manufacturer narrative:
Physio-control replaced the customer's device and will evaluate it after its return to redmond. Physio-control will submit a supplemental report on this event to the FDA.